Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4)¿ d - mds4000 drawer 2-1 failing - rehab (B)(6). ¿ case: (B)(4)¿ all cubies pockets in drawer 2-1 have failed. A review of the device history record for sn (B)(6) was performed from 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer wouldn't reopen for more withdrawals. A field service engineer spoke with customer on site at terre haute facility. She reported that most of the affected storage spaces were able to be recovered and were working but she had no access to keys to open the station and asked for onsite during the week. They tried to recover storage space and was able to recover, defective pocket, field service engineer suggested replacement to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 system wouldn't reopen for more withdrawals after a nurse removed one medication and closed the drawer. There were no adverse events or injuries reported based on this incident.